Event description:
It was reported by the customer that during a routine inspection, an air leak was found in the alarm loop of the cs300 intra-aortic balloon pump(iabp) device. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to characterization limit e1: event site phone number (B)(6). Updated fields: b4, e1 (initial reporter name initial reporter mail ID), g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during routine inspection, the cs300 intra aortic balloon pump (iabp) was found to have an air leak in the alarm loop. There was no patient involvement or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the device malfunctioned safety disk assy chinese and drive manifold was replaced. After replacement, all parameters of the device were normal, and it was put back into clinical use.

Event description:
N/a.